Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 280mg/dl (meter), 140mg/dl (lab). Tests were done within 10 minutes with a difference of 124%. Pt did not experience any adverse events. No further info has been reported.